Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR# 2134265-2018-03964 (B)(6) study. It was reported that misplacement occurred. In (B)(6) 2018, the patient presented with stable angina (ccs classification 3) and was referred for cardiac catheterization. The 75% stenosed target lesion #1 was located in the mid left anterior descending artery (lad). Target lesion #1 was treated with pre-dilatation and placement of two 2.25 x 12 mm study stents with 0% residual stenosis. During the index procedure, misplacement occurred and intervention was performed in response to the event. The event was considered resolved and the patient was discharged on dual antiplatelet therapy.

Manufacturer narrative:
Describe event or problem: updated. Device codes: updated. (B)(4).

Event description:
It was further reported that the first 2.25 x 12mm study stent was not implanted due to geographical miss which resulted from subject inspiration. The second stent was successfully implanted without issue.